Manufacturer narrative:
Product not returned for inspection and complaint could not be confirmed if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
The device has been requested but is not currently available. If the device is returned to the manufacturer, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The patient reported that "on (B)(6), I decided to exercise and placed the knee brace on my left knee. I began to conduct running exercises and went to sprint in a straight line and my knee buckled and I promptly fell over in pain. I immediately placed ice on the inflamed area and made a doctors appointment with the following day. The knee brace was in place and no outside contact was incurred during the injury." The patient confirmed with a physician that this was a re-tear of the anterior cruciate ligament (acl). Surgery is expected to occur approximately (B)(6) 2019.